Event description:
The customer reported the ventilator alarmed and restarted during operation. The customer reported there was no patient harm. The manufacturers service technician was able to duplicate the reported problem when the device was disconnected from ac power and would not operate on backup battery. The service technician reported the ventilator was connected to ac power to charge the battery overnight before arriving on site. Review of the device diagnostic log noted a 24/+12v/power fail occurrence. The service technician replaced the backup battery to address the findings. Applicable final testing was completed and tests passed to operating specifications.